Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 2:00pm at home. End-user stated that he tested his blood glucose with his prodigy meter and received a result of 259mg/dl. A normal result for him for that time if day is usually around 120mg/dl. The end-user stated that he tested 3 more times with his prodigy meter however he did not recall the result sand the meter memory was deleted prior to him calling. The end-user stated that he didn't have any symptoms he was anxious about his high results. The end-user stated that he drove himself to department of (B)(6) (did not disclose how long after testing) and upon arrival his blood glucose was 130mg/dl. He did not receive any treatment and was advised to get a new meter. The end-user was using test strips that were expired. He was educated to always check the expiration date and to never use expired products. No additional information was provided.